Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc sprinter balloon catheter when deflation difficulties occurred following first inflation. The device was being used for post-dilation. Multiple attempts were made to deflate the balloon but the balloon would not deflate at the lesion site. Additional contrast agent and materials were consumed for attempting to remove the post-dilation balloon, placing a significant burden on the patient. The event resulted in a postoperative left ventricular thrombosis. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a non-tortuous, non-calcified lesion with 80% stenosis located in the mid left anterior descending (lad) artery. The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: after deployment of a 2.75 x 30 mm non-medtronic stent in the left anterior descending artery, a 2.75 x 12 mm nc sprinter was required for further stent expansion. The stent was fully expanded. It was noted that the procedure was meant to take approximately one hour, however instead took approximately five hours resulting in blood flow obstruction and inability of blood to pass through. The balloon was removed by inserting a non-medtronic extension catheter deeply and the device was forcibly withdrawn. The balloon was difficult to remove from the patient's vasculature. The patient was hospitalized for treatment after the procedure. Image analysis: three still procedural images were received for analysis, images depict flouroscopic images displayed on a monitor. Delivery of a stent can be observed, followed by an inflated balloon dilating a deployed stent. Images do not capture the reported deflation or removal difficulties b.2.3: event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was diagnosed with acute anterior wall myocardial infarction but was stable and was admitted to hospital to undergo emergency coronary intervention. After deployment of a 2.75x30mm stent in the left anterior descending artery, a 2.75x12mm nc sprinter was required for further stent expansion. There were no difficulties noted when removing the protective sheath/packaging stylette. As a result, the nc sprinter balloon became trapped in the patient's coronary artery for approximately three hours. There were no difficulties noted during inflation of the balloon. When the balloon was inflated, nominal pressure had not yet been reached when the issue occurred. The device was not moved or repositioned in the lesion prior to the deflation difficulties. Multiple attempts were made to deflate the balloon using various methods but the balloon would not deflate at the lesion site. The balloon was removed by inserting an extension catheter deeply and the device was forcibly withdrawn. The device was successfully removed from the patient. The patient was discharged from hospital. Initial reporter name and phone number. Correction: it was noted that the procedure was meant to take approximately one hour, however instead took approximately five hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.